Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation records alleges pain, bone and tissue destruction, excessive cobalt and chromium level, injuries and emotional distress. After review of the medical records the patient was revised to address failed mom tha resulting to loose acetabular component. Operative note reported leg length discrepancy, scar tissues, clear non purulent fluid were sent for cultures and sensitivities. There was some fluid and micro loosening and movement in the cup. There was minimal bone loss. Doi: (B)(6) 2009; dor: (B)(6) 2020; right hip. See (B)(4) for left hip.